Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of "burning from power supply" noting that the programmer was unable to be turned on and that this may be caused by the power supply. Analysis also noted that the stylus and company logo button were missing, there was minor damage to the lower right corner of the bezel (considered as acceptable) and that an error was found in the update history. The power supply was replaced, the stylus and company logo button were added, new software was installed, the touch screen was calibrated and the device was cleaned. It then passed its electrical safety test and all final functional and systems tests.

Event description:
It was reported that the programmer had a burning power supply. The programmer has not yet been returned to service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.